Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A technical support specialist confirmed that the station was rebooted to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had display issue. The customer reported that the pyxis system was currently unresponsive, displaying a blue screen associated with carefusion and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.